Manufacturer narrative:
This report is submitted on october 13, 2022.

Event description:
Per the clinic, the patient was treated with antibiotics (specific type and duration not reported) due to pain.